Event description:
It was reported that 1 largebore 8 inch ext vlv each from lots 20119629, 20119628, and 20119627 was blocked/occluded while pushing out saline/pulling back blood. This complaint was created to capture the 10th of 11 related incidents. The following information was provided by the initial reporter: "unable to push saline or pull back blood".

Manufacturer narrative:
H6: investigation summary: two samples (model #20059e) were returned by the customer. It was reported by the customer that they are unable to push saline or pull back blood. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of one sample was open and that sample was able to be flushed. The failure was unable to be replicated in this sample. The fluid path of the other sample was not open and was unable to be flushed. The customer complaint can be verified in this sample. A device history record review for model 20059e lot number 20119629 was performed. The search showed that a total of 17,603 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. One sample (model #20059e) was returned by the customer. It was reported by the customer that they are unable to push saline or pull back blood. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and that sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20059e lot number 20119628 was performed. The search showed that a total of 17,603 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. No product or photo was returned by the customer. It was reported by the customer that they are unable to push saline or pull back blood. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20059e lot number 20119627 was performed. The search showed that a total of 17,603 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) (B)(6) has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20119629, medical device expiration date: 2023-11-23, device manufacture date: 2020-11-23. Medical device lot #: 20119628, medical device expiration date: 2023-11-23, device manufacture date: 2020-11-20. Medical device lot #: 20119627, medical device expiration date: 2023-11-20, device manufacture date: 2020-11-17. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 large bore 8 inch ext vlv each from lots 20119629, 20119628, and 20119627 was blocked/occluded while pushing out saline/pulling back blood. This complaint was created to capture the 10th of 11 related incidents. The following information was provided by the initial reporter: "unable to push saline or pull back blood".